Manufacturer narrative:
(B)(4). An authorized third party service engineer replaced the battery and the ventilator was returned to the customer.

Event description:
It was reported that during maintenance a ventilator generated the low battery alarm. There was no patient involvement.

Manufacturer narrative:
A battery was returned to covidien/medtronic¿s failure analysis. An investigation was performed, the failure analysis technician reported that the reported issue was verified and the identified root cause of the reported issue was isolated to a component in the battery¿s float charge capacity. If information is provided in the future, a supplemental report will be issued.